Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the base of connector split when removing. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-9821 apollorf xl90, aspirating ablator, 90° extra large batch 69272769 was received for evaluation. Visual inspection found that the device was used. Upon more in-depth inspection, it was observed that the connector plug was broken, exposing the wires. A user error is the most likely cause for the reported failure. Pulling the connector cable when the device is plugged into the console can cause the connector to be damaged/broken.